Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap was sticking up at an angle. The customer also had issues with the act button on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and a33 during prime test due to loose protruded drive support disk. However, the motor passed the motor test. Unable to perform the occlusion and no delivery tests due to motor error alarm. The insulin pump passed the operating currents test, self-test, a21 error test, displacement and rewind test. The insulin pump had cracked reservoir tube, reservoir tube lip and minor scratched display window.